Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 25. Then, the customer received a cartridge alarm 19 during the load process. Additionally, the customer received another cartridge alarm 25. Reportedly, the customer was following the load screen prompts. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.